Event description:
Our affiliate is reporting that during an ankle repair, metal filings were observed in the pt's joint space emanating from the fms mini whisker cutter. All of the debris was removed, and the repair was completed successfully without further incident or harm to the pt.

Manufacturer narrative:
At this point in time, mitek is awaiting the return of the complaint device towards an evaluation. When the investigation is completed, whatever conclusion can be made as to what the root cause was that precipitated, the reported event will be the subject of a follow-up report.